Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review section h6: investigation findings: 4248 - usage problem identified manufacture¿s investigation conclusion: review of the submitted log files revealed evidence to suggest that the system controller had experienced a total loss of power, including depletion of the system controller's backup battery, resulting in the system clock being reset once power was later restored. Such an event would have resulted in a pump stop for an unknown duration of time. It was reported that the patient presented to the clinic with the system clock not being set. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted system controller event log file showed that the system was operating on the default timestamp throughout most of the file¿s duration, indicating that a total loss of power to the system controller had occurred, and the system clock was reset to the default after power had been restored. Review of the system controller and left ventricular assist device (lvad) periodic log files revealed that the total loss of power occurred on or after (B)(6) 2023. No other notable events were captured in the log files. The pump appeared to have functioned as intended at the set speed. The patient remains ongoing heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, ¿alarms and troubleshooting,¿ provides information regarding system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen with a clock not set alarm. The patient does not recall any alarms except batteries low over the past month. The log files noted controller clock corrupt events in both the periodic and event files. The last good time stamp was on (B)(6) 2023, at 8:56:36. The power was restored to the system about 25 days ago. The event file shows the clock was reset on (B)(6) 2023, at 9:20:29.